Manufacturer narrative:
(B)(4). The physician commented that without the deployment issues, the result could have been better. A clinically significant delay in the procedure was noted due to the deployment issue that resulted in clip movement. Returned device analysis of (B)(4) found that an l-lock tab was missing; however, the account could not confirm it the piece separated in the anatomy or during packaging/shipping. No additional information was provided. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on (B)(6) 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to because the second clip ((B)(4)) was difficult to deploy which caused the clip to partially detach from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with restricted posterior leaflet, anterior leaflet prolapse. One clip was implanted and the mr was reduced to 2. The second clip delivery system ((B)(4)) was advanced for treatment of the medial jet. The deployment steps were performed per the revised instructions for use (IFU) procedural steps; however, the clip did not release from the cds. Troubleshooting steps were performed and after a few seconds, the clip released from the cds. At this point, a larger jet was observed, and it appeared that the clip had moved on the leaflet due to the troubleshooting steps. The mr increased to 3. A third cds ((B)(4)) was advanced, and the clip was positioned in between clip 1 and clip 2. The deployment steps were performed per the revised IFU procedural steps; however, the clip did not release. The same troubleshooting steps were performed as with the previous clip. After a couple of minutes the clip deployed without additional manipulation. The three clips were implanted, reducing the mr to 2.

Manufacturer narrative:
(B)(4). The initial 30-day MDR inadvertently contained the following statement: abbott vascular initiated a voluntary field action for the mitraclip on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. This statement was entered in error as this incident was not related to the field action issue. Evaluation summary: (B)(4). A procedural cine was received and reviewed by an abbott vascular senior medical advisor. The cine showed there was difficulty with deployment of the 3rd clip. The clip did deploy after troubleshooting maneuvers were used. The complaint device was returned for evaluation. The reported difficulty deploying the clip was unable to be replicated in a testing environment due to the returned condition of the device. The clip deployment mechanism was determined to be functioning as intended. A definitive cause for the difficult to deploy could not be determined. The investigation determined the partial clip movement was a result of the troubleshooting maneuvers performed to deploy the clip and challenging mitral valve anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.